Manufacturer narrative:
A ge service rep provided phone support. The repairs were not disclosed. However, the system was then found to be operating as intended.

Event description:
The customer reported, the system failed to produce fluoroscopy x-ray. No report of pt injury.